Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'blank screen' which was reproduced as half of the screen blank. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed liquid crystal display (lcd). The lcd requires replacement to address this issue. During evaluation the device had reduced audio level. The cause was identified to be a detached speaker. The rear case requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.